Event description:
Ethicon echelon flex powered plus stapler ref: plee60a lot: v96506 stapler was in use and fired, but after fire and cutting the stapler would not open. The battery was removed and the device was able to manually open. Stapler broke at 3 fires.